Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple medwatches have been submitted for this patient. Refer to manufacturer report number 1030489-2012-00352, 1030489-2012-00650 and 1030489-2012-00651 for additional information. Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent back surgery using rhbmp-2/acs. Reportedly, after some time, the patient "developed overg rown bone, experienced significant pain and [experienced] other serious injuries."